Manufacturer narrative:
Conclusion code: 24 should be removed from supplemental #1 medwatch report as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated the surgeon enlarged the incision to 3.0mm to remove the initial lens and no sutures were required. Device evaluation: the lens was returned dry in a micro-centrifuge vial, with residue on lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -04.50 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and significant reduction of irido-corneal angles. The incision was enlarged. The lens was exchanged for a shorter lens and the problem was resolved. Cause of the event was unknown.